Event description:
A customer reported an issue with the responsiveness of the touchscreen on their pump, specifically that the screen was frozen and not responding to input. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, and the customer successfully performed a reset, resolving the issue with the touchscreen.